Manufacturer narrative:
No malfunction suspected. The end user was not exercising caution operating the power wheelchair while crossing an intersection and by not wearing the seat belt. Hoveround's owner's manual warns hoveround's owner's manual warns "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic." And "to avoid serious injury or death: [a]ways use the seat belt.".

Event description:
The end user reports that while operating the power wheelchair at the corner of an intersection the user was struck by a motor vehicle. The client was not wearing the seat belt.